Event description:
On (B)(6) 2013, the reporter stated that the pt was hospitalized for uterine fibroids. On (B)(6) 2013, the pt underwent surgery for uterine fibroids. Bd catheter was used for IV insertion, a leakage occurred after a period of infusion. Then the doctor discontinued the catheter and found that 0.5 cm of front-end of catheter was left in pt's left wrist. The catheter's position was confirmed by x-ray scanning and the catheter piece was removed through surgery. On (B)(6) 2013, the pt recovered and was discharged from the hospital.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted.